Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the blower temperature high alarm sounded (e/c 1122) and the unit stopped operating. The unit was being used on a patient at the time the reported issue occurred.

Manufacturer narrative:
Date of report:19sep2018; date of manufacturer: 20feb2018. Additional information: added UDI (international UDI: (B)(4); the philip's technician was unable to confirm the alleged issue, however, a check vent error was observed in the device error logs. The blower was replaced as a preventive measure. No other abnormalities were confirmed. The oxygen inlet filter, air inlet filter, cooling fan filter, lithium-ion battery, cooling fan, and tubing kit were replaced as part of periodic maintenance. Subsequently, the unit was functionally tested. The original report that the unit produced a blower temperature high error was mistakenly reported due to customer misunderstanding. The blower assembly was returned to philips for evaluation. The part was tested and no failures were confirmed. Visual inspection of the assembly revealed no signs of damage or contamination.